Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed from the terminal pin with conductors stretched. The tip portion of the lead was not received, there was set screw mark noted on the terminal pin, extracting stylet returned stuck in the distal segment of the lead, there were sutures tied tight around the lead tip segment for extraction purposes and the coils were deformed under this tie, electro-cautery damage noted in several places on the lead with melted insulation, all conductors ends appear to be cut and dried blood/body fluid noted in the lumen. The laboratory analysis confirmed the allegation of severed and abandoned.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that lead was unable to be extracted fully so it was cut. The lead was surgically abandoned. No additional adverse patient effects were reported.